Event description:
It is reported, syringe 50ml ll tip 1ml, plunger failure during use. The following was provided by the initial reporter: it was reported that patient for astroscopy under anesthesia, propofol tci is programmed with correct data, anesthesia is started, patient desaturation is observed, immediate approach is performed, situation is controlled, infusion is verified, plunger failure is observed, since propofol bolus is passed, tci pump 3 is also reported. The event occurred during the use of the product and did not cause harm to the patient.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.